Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter; product ID 8578, serial# (B)(4), product type accessory. (B)(4).

Event description:
It was reported following a fall in (B)(6) 2012 the patient experienced more acute back pain and was ¿having a hard time walking¿. It was also reported that the implantable pump ¿doesn¿t seem to be helping too much at all¿ since the fall. The patient was scheduled for an MRI to investigate further. The device system was used to deliver dilaudid.